Event description:
This pt presented with a dislocation of a right total hip arthroplasty. She underwent an open reduction for the dislocation. Post-operatively while attempting to remove the wound drain a piece of the tubing broke off in the operative site. The pt had to return to surgery for removal of the broken piece of wound drain tubing.